Event description:
The event occurred on an unspecified date and involved an IV set with an unknown list number that was reported to have an air in line issue. This is the fifth of five reported events.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received.

Manufacturer narrative:
The complaint of air in line could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number. Additional information was provided by the end user providing catalog number & 510k which has been added to this report.